Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device set screw was loose, the device started in safe mode, runs in the locked position and the bar/cutter could not be grasped/secured (cannot rotate). It was further determined that the device failed pretest for loctite verification, cutter lock assessment, and safety assessment. It was noted in the service order that the device was unable to lock the burr. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not secure a cutter device and the device started in safe mode. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).